Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of gall stones and peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Dianeal therapies was ongoing. During a call with baxter customer services, the following information was reported. On (B)(6) 2012, the patient was diagnosed and hospitalized with gallstones and peritonitis. The cause of peritonitis was gallstones. On an unreported date, gallstones were removed. After a week of home treatment the patient recovered from peritonitis. Patient was continuing with home treatment. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). This is report 4 of 4 involved in this peritonitis incident. The exact device involved in this event is unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. A batch review was conducted for the potentially associated lot numbers h12b02057, h12c12039, h12c30049, h12c27078, h12d27068, h12e29053 and h12f28087. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.